Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer froze up when powered on and that the power to the universal serial bus (usb) fell when the usb stick was inserted. Analysis did find that the programmer had a long boot time and that the overlay was cracked and it was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that when the programmer was powered on it froze up. It was further noted that the power to the universal serial bus (usb) fell when the usb stick was inserted. The programmer was returned for service. No patient complications have been reported as a result of this event.